Manufacturer narrative:
Implant regio 15 fractured. Construction was a removable denture placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 15 years in situ.

Event description:
Implant fracture.